Event description:
The customer reports the device fails op check and locks up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device fails op check and locks up. There was no reported patient involvement. Philips field service engineer evaluated the device and duplicated the complaint. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the therapy pca that caused the device to fall the operational check and lock up.